Event description:
My husband had a serious drug overdose where he barely survived. I took him to the hospital and thought he had taken a bunch of pills, but he kept saying he didn't. A few weeks later, he started feeling really bad. He presented flu like symptoms and I treated him as such. On saturday about three weeks ago after my husband was sick for a day, his medtronic synchromed ii pain pump started beeping. I looked at my husband and checked some of his symptoms - vomiting, extreme sneezing, diarrhea, sweats, etc. - I decided on sunday to contact his pain management doctor. I let the pain doctor know that on his pain pump therapy machine it had a picture of a doctor on it. The doctor said -what do you want me to do about it - I ask him if I should take him to the hospital because it seemed that he was going through morphine withdrawal. The doctor said "no" that my husband wasn't allowed to see other doctors and I said well what are you planning on doing? The doctor said nothing that my husband wasn't his pt any longer and hung up the phone on me. I went ahead and took my husband to the hospital. The doctors determined my husband was in morphine withdrawal and gave him morphine through an IV. They released him from the emergency room and stated that it seemed it was pt abandonment and that I should take him to our family physician. I took my husband to the family doctor the next day which was monday, and he immediately admitted my husband back to the hospital for morphine withdrawal. We explained to the hospital doctor everything that was going on and what the pain doctor said to me on the phone and the hospital doctor contacted my husband's pain doctor and tried to get them to look at my husband because they needed to get the pump working and believed the pump was malfunctioning. The doctors at the hospital kept hearing the beeping coming form the pump. The pain doctor refused to see my husband until that following thursday so, the doctors at the hospital sent my husband home with a prescription of dilaudid to get him through till he saw the pain doctor. My husband went into the pain doctor's office where the doctor contacted the MFR and then filled the pump. The doctor claimed the pump was empty and that it was my husband's fault because we were in between insurance and had to cancel the appointment for just one week. The pain doctor sent him home with a prescription of oxycontin and we thought it was our fault for missing an appointment and thought the situation was fixed. Over the next weekend my husband continued to get sicker and sicker. I took him back to the pain management doctor the following week. I demanded that the doctor look at the pump but the doctor said that rite aid called him and said that my husband had gotten a prescription of dilaudid. I explained that my husband only had enough to get him through until his appointment and the hospital doctor had no choice but to give it to him and then the doctor said that it was for 80 mg. I told the doctor "no" it was for 8 mg but my husband wasn't wanting pain medication, he was wanting his pump to work and it still wasn't. The doctor then kept on about how he wasn't allowed to get pain medicine from any other doctor but him. I explained that if he had done his job then, my husband wouldn't have had to get pain medicine from another doctor and that the doctor had no choice that my husband was in morphine withdrawal. The doctor refused to look at the pump and kept telling my husband he was no longer his doctor and then told him to come back in (B)(6) for a pump refill. I got mad and took my husband to our family doctor who saw that my husband was still extremely sick. My family doctor agreed this pain doctor wasn't doing his job and felt that there was something going on with the pain pump. My family doctor helped me get him in with another pain doctor. I took my husband to the new pain doctor who checked the pump and based on what the sheet read out from my husband's last doctor visit, and this visit noticed the medicine in the pump was exactly the same. The doctor then decided to x-ray the pump and run dye through the pump. Once the doctor started x-raying the pump, he noticed many kinks in the catheter inside my husband. The doctor immediately stopped and called in another doctor in his practice to take a look. The other doctor and his new doctor determined based on what they saw if they pushed the medicine through the kinks that they would overdose my husband and possibly kill him immediately. They sent my husband home because they needed to consult with another doctor. They determined that the pump had to be removed, and by the way, it was kinked in his body they needed to get a plan together on how to remove it, so that they didn't cause damage or possible death to my husband. We are now going back to the new doctor on the 23rd of this month and we are concerned. My husband was told not to do too much because if that medicine pushes through that line it could kill him so, he is being extremely careful. It has come to my attention that the FDA did a recall on this catheter and pump in the year 2008. I am extremely upset that there was a product recall and that the doctor implanted that into my husband in 2010, and we were never notified by the doctor or the medtronic rep about the recall or that there could be these issues with the pump catheter. My other concern is the doctor who chose to ignore my husband and treat him like a drug addict when we kept telling him something was wrong with the pump. This doctor also by filling the pump again has now placed my husband in more danger when he should have tested the line before he filled the pump with more medicine. Dose or amount: not sure, frequency: not sure, route: intradiscal. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: needed for thoracic damage to nerves and tissue due to...